Event description:
It was reported that stent thrombosis and chest pain occurred. In (B)(6) 2014, the patient presented with coronary artery disease (cad). The 28mm in length, 2.75mm in diameter and de novo target lesion was located in the mid left anterior descending (lad) artery. A 28 x 2.75mm taxus¿ liberté¿ stent was selected and was successfully implanted in the target lesion. Six days after the procedure, the patient had chest pain and was readmitted to the hospital. Angiography revealed stent thrombosis from mid to distal segment of the lad. A 3 x 38mm promus element plus stent was implanted to treat the thrombosis. The patient was then discharged. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).